Event description:
It was reported by service report that the head end jack was drifting and the foot end cover was cracked with sharp edges. No patient involvement or adverse consequences are reported.